Event description:
It was reported via repair work order that the zoom drive was intermittent due to loose zoom handles. However, the stretcher was still mobile manually. Additionally, it was alleged that the IV pole could fall in an unintended direction due to a loose IV pole socket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.